Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels (350-388 mg/dl). Customer stated they believe the pump is not delivering insulin. Tandem technical support reviewed pump logs and found that on (B)(6) 2017 the customer completed the load process, however the customer did not resume insulin delivery until approximately 2 hours later. In addition, on (B)(6) 2017 it was found that the customer suspended insulin delivery at 9:05 am and did not resume insulin delivery until 11:58 pm. Customer brought bg levels back to target range with manual injections. Recommendation was made for customer to consult with health care provider for diabetes management.